Event description:
The internal ring cover came loose from a damaged rotating internal component and caused a patient to experience a superficial cut to their left elbow with slight bleeding. The cut was treated with a bandage. Patient outcome is listed as a bruise expected to fully heal, no pain and full functionality of the elbow/arm. Therefore, the reported harm does not meet criteria for serious injury. However, it is uncertain whether this event is likely to recur and cause a serious injury. Therefore, based on the available information this issue has been determined to be a reportable event. Philips has started an investigation of this complaint.

Manufacturer narrative:
It has been reported to philips that, the internal ring cover came loose from a damaged rotating internal component and caused a patient to experience a superficial cut to their left elbow with slight bleeding. The cut was treated with a bandage. Patient outcome is listed as a bruise expected to fully heal, no pain and full functionality of the elbow/arm. A philips field service engineer (fse) has replaced the faulty parts and conducted the necessary calibration, restoring the system to good working order. Based on the risk assessment, it has been determined that the reported malfunction, if it were to recur, would not be likely to cause or contribute to a death or serious injury. Therefore, this event has been determined not to be a reportable event.

Event description:
The internal ring cover came loose from a damaged rotating internal component and caused a patient to experience a superficial cut to their left elbow with slight bleeding. The cut was treated with a bandage. Patient outcome is listed as a bruise expected to fully heal, no pain and full functionality of the elbow/arm. - philips has completed the investigation of this event.